Event description:
Patient developed an "eye infection" while wearing acuvue advance lenses. Patient consulted with their ecp who prescribed medication. Patient states their right eye was red and irritated and patient tried otc medications before seeking medical attention. Patient states was treated with vigamox, bacitracin/polymixin oint and lotemax drops. After four weeks patient has no further symptoms and has returned to contact lens wear. Patient was unwilling to share contact information for their eye care physician and patient stated that when patient asked the office nurse if it was od for the company tp contact them. Patient was told "absolutely not".